Event description:
Customer reportedly obtained results of 400mg/dl and 48mg/dl within 10 minutes on the same device. Customer reportedly ate to feel better. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.